Event description:
It was reported that during a remote device data review, the physician noted a lead safety switch from this right atrial (ra) lead. The lead safety switch occurred due to high, out-of-range pacing impedance measurements (>2000 ohms). The physician is continuing with remote monitoring and no adverse patient effects were reported. The ra lead remains implanted and in-service.